Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
The poly insert was removed from a patient on (B)(6) 2026 after originally being implanted on (B)(6) 2025. As seen in the xrays the femur had then dislocated from the insert in the weeks following. During the revision procedure once the knee was opened up, it became clear that the post had snapped at the top of the insert, upon manipulation of the articulating surface something seemed not quite correct and the post was fitting too snug in the box in the femur. All sizes were checked (against njr, written on the implants & also measured with calipers) and compatible/correct.